Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with result obtained from blood test performed during the call of 487 mg/dl pm fasting. The customer's expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Caller stated today is the first day the customer is using the product. The test strip lot manufacturer¿s expiration date is 09/30/2026 and open vial date is 07/18/2025. The meter memory was not reviewed for previous test result history. Caller stated she was going to take customer to the ER due to the high blood glucose test result.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 25-jul-2025 to ensure that the initial concern was resolved - able to establish contact with customer who reported medical intervention since the last call. Customer had been taken to the ER on (B)(6) 2025 and then transferred to the clinic on (B)(6) 2025; customer had been discharged (B)(6) 2025. The diagnosis had been high blood glucose and customer was treated with fast acting insulin. A new medication - insulin - was suggested by health care professional. Customer could not recall blood glucose test result when at the ER but stated it was higher than the initial result of 487 mg/dl using the true metrix go at the time of the initial call. Additional blood tests taken with the true metrix go meter were reported: first result taken (B)(6) 2025, 180 mg/dl non-fasting am (1 hour after insulin) and 292 mg/dl non-fasting am after breakfast. The customer is feeling well now and has no symptoms related to diabetes.